Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient caught his percutaneous lead cable on the grill of his truck, while being on batteries. Later in the evening, while attaching to the power module, the system controller indicated a red heart alarm. The patient was instructed by the hospital to remain on batteries until the next morning. For troubleshooting purposes, replacement accessories were brought to the patient's home. At the patient's residence, the patient cable was exchanged and when the system controller was reconnected to the power module, red heart alarms began immediately. The patient's system controller was exchanged for another system controller which was connected to a new patient cable and when connected to the power module, the system controller immediately indicated a red heart alarm and the pump stopped. When the patient was then switched to a third system controller and batteries, the pump restarted. Images of the damage to the percutaneous lead and waveform data from the two system controllers were reviewed by the manufacturer. The manufacturer's technical service staff was on site 2 days later to repair the percutaneous lead and no further problems have been reported.